Event description:
While giving injection, needle separated from barrel of the syringe causing the medication to be squirted back onto rn's face and body. Reported 2nd instance in 3 days. Ref report: mw5148171.